Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose and was taken to the emergency room. Attempts were made to communicate with customer to follow up on hospitalization information. Customer reported that blood glucose was low at 41 mg/dl while at work. Customer was not speaking clearly and per his work rules, customer had to go to the hospital when not feeling well. Customer treated low blood glucose with sweet food and blood glucose elevated to 196 mg/dl. Customer was taken to the emergency room by manager and blood glucose was still 196 mg/dl. Customer was in the emergency room for three hours. Customer was monitored but not treated for diabetes, but was given pain killers for back pain. Customer later met with healthcare professional who discovered that basal was too high and made adjustments.